Event description:
A consumer reported via a television program she had essure inserted. On unspecified dates she experienced hip pain and back pain. She had a hysterectomy performed and felt normal after the procedure.